Event description:
The customer called to report a failure of the pod's needle mechanism, stating that the needle never went into her skin. Within 24 hours, she experienced "higher than expected bg levels without indication of alarm" (no specific bg readings were provided, but they are assumed to be greater than 250 m/dl). The pod was removed and discarded and will therefore not be returned for evaluation.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and approx to any issues. The pt remedied the situation by removing and replacing the device per user instructions.